Event description:
The peritoneal dialysis patient's wife reported the connector from the catheter to the tubing set was not tight and leaked. The wife was retrained, and the issue was resolved. The sample was discarded. The peritoneal dialysis nurse reported the pt's extension set was not screwed tightly. The effluent was a little cloudy. The culture tests were done and showed the white blood cell count was 15. The tests came back negative for infection. The pt was started on 1g of cefazolin and 1g of ceftazidime intraperitoneally on (B)(6) 2013. The pt was retrained and has had no further issues. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process control were within specification. A supplemental report will be submitted upon final review by post market clinical physician.